Event description:
It was reported that low out of range hv lead impedance was observed. No other electrical anomalies were observed. No lead anomalies were detected on fluoroscopy. Lead was explanted. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were noted at 13.5-14.3cm, 16.6-17.1cm, and 19.3-19.8cm from the connector pin consistent with lead friction to the ICD can. The (B)(4) coating was intact at these locations. External insulation abrasion was noted at 12.2-12.6cm from the connector pin consistent with lead friction to the ICD can. The (B)(4) coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.